Event description:
The device was returned to the service center with a report from the customer contact that during routine testing the device alarmed with all/003 (more than 3.6v measured on ext. Voltage) service alarm code. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment and the middle printed circuit board of the device.

Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment and on the middle printed circuit board of the device. The customer reported 11/003 service alarm code was not duplicated during testing; however, was noted in the device history. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.